Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer set up an extended bolus delivery; however, the customer was unsure if the bolus had been fully delivered and delivered another correction bolus which inadvertently caused blood glucose level to become low (65 mg/dl). The customer consumed a snack bar and drank juice to treat the low bgs. During the time of the call, the customer was doing "okay". It was confirmed that the customer and contact understand how to check recent bolus delivery history on the pump to prevent this from reoccurring. Recommendation was made to consult with health care provider regarding diabetes management.